Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s7pro was not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus keymed received a report from a medical engineer. The following was reported. A malfunction in which the image is not normally displayed in the function test of the otv-s7pro is reproduced. Front panel showing signs of wear in particular the white balance button. Also, it did not illuminate. There were signs of moisture ingress on the inside board of the otv-s7pro, and there were signs of corrosion. According to the investigation of omsc, there was no abnormality in DHR. There is a possibility that the internal board failed due to moisture ingress by inappropriate handling by the user and it did not operate properly.

Event description:
During an unspecified procedure using the otv-s7pro, the otv-s7pro had no power. The user lost image of the otv-s7pro. The user replaced the subject otv-s7pro with another similar device and completed the procedure. Initially, it was reported as a problem of otv-s7proh-hd-10e. However, according to the report of medical engineer, it became clear that the product that caused the problem was otv-s7pro, not otv-s7proh-hd-10e. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.